Manufacturer narrative:
Evaluation summary: there were two kinks on the catheter 72.4cm and 83.8cm distal to the strain relief. The stent had moved proximally on the balloon and was not positioned on the balloon between the marker bands as per specifications. No deformation was evident to stent wraps. No deformation was evident to the distal tip. The inner lumen patency could not be verified due to sheath and stylette removal difficulty. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use two resolute integrity rx drug-eluting stents to treat a severely calcified lesion in the proximal right coronary artery (rca) with 85% stenosis. There were no abnormalities reported in relation to patient's anatomy. There was no damage noted to the packaging. There were no issues noted when removing the devices from the hoop/tray. The devices were inspected with no issues. The lesion was pre-dilated. The devices did not pass through a previously-deployed stent. There was resistance encountered when advancing the devices. Excessive force used during delivery. It was reported that a resolute integrity (2.75mm x 26mm) device failed to cross the lesion. An attempt was made to pass a second resolute integrity (3.00mm x 15mm) device but this was also unsuccessful. The procedure was completed using a third medtronic stent. It is believed that the event was due to the use of the device in a difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. Patient status is alive with no injury. Analysis of the resolute integrity (3.00mm x 15mm) identified stent displacement.